Event description:
It was reported to philips that the heartstart mrx defibrillator failed the opcheck and defib test. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.